Event description:
A customer reported obtaining unexpected positive weak d results on galileo instrument.

Manufacturer narrative:
On (B)(4) 2013, immucor field service engineer visited customer site to investigate problem. Determined issues with washer and stirrer mechanism, which were then corrected.